Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported the site wanted to check the accuracy of the cardiomems sensor compared to a rhc which resulted in the sensor being recalibrated by an increase of 6.7 mmhg. The method of recall was rhc. The vessel size was not assessed. The recalibration resolved the event based upon the existing data. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.